Event description:
Crm received information that this atrial pacing lead had dislodged. The lead was successfully repositioned. The repositioned lead remains in service without further complication.

Manufacturer narrative:
.